Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was indicated that patient is going to have an explant surgery. It was unknown why the explant surgery was going to take place. Further follow up with the treating physician's nurse revealed that patient showed high lead impedance on systems test. Patient does not want to get re-implanted since patient thinks she did not receive any efficacy; however, the site believes that there has not been a significant effect but vns has helped a little bit. No patient manipulation or trauma was reported. X-rays were taken but not available for manufacturer review.